Event description:
It was reported that when the parent went to undertake stoma care around the tube it was noticed that the flange on the right side of the tracheostomy tube had a split in it but not fully torn through. Spare tube was available to change and use. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Catalog number, lot number, expiration date, UDI number and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
(B)(6). No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.